Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation.   It was reported that the patient had an infection at the pocket site. The health care professional removed the battery and created a new pocket and then reconnected the current leads with a new battery. No further complications were reported/anticipated at this time.